Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3671 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redz3671) have been reported from the same facility in denmark. Device not returned for evaluation

Event description:
It was reported "local infection at piccline insertions site." Start date: (B)(6) 2020; end date: (B)(6) 2020. "The ae is a local (catheter site) infection and occured at the left side of the body."